Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("left tube with coil sticking thru") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and fallopian tube enlargement ("tube enlarged / 3x larger left tube"). The patient was treated with surgery (surgery to remove essure device). Essure was removed. At the time of the report, the embedded device and fallopian tube enlargement outcome was unknown. The reporter considered embedded device and fallopian tube enlargement to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media: fallopian tube enlargement, embedded device. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.